Manufacturer narrative:
Correction to emdr follow up #1 to field g4. The date should be 04/28/2023. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Complete initial reporter name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. No troubleshooting could resolve the issue. The customer stated the patient had arrived a few hours earlier from an outlying facility. They were then guided to use the transduced inner lumen for the arterial pressure (ap) and to unplug the fiber optic (fo) connector so the alarm would not continue. There was no patient harm or adverse event reported.